Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The modified x25 final tightener was returned to the complaint handling unit for evaluation. The hexlobes at the driver¿s tip showed signs of significant stripping towards their distal ends. The hexlobes were essentially worn down to the shaft at their worst. The magnitude and severity of the stripping to the distal end of the hexlobes still varied across each hexlobe and could extend up to approximately one third of the way down their length. The stripping across all hexlobes is consistent with the direction of rotation of the driver during use. A review of the device history record could not be performed as the device history records were not provided from supplier. The root cause of the driver tip¿s hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the associated screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 x 2797-12-600 stripped when trying to final tighten set screws, probably due to wear and tear. 1 x 2797-12-500 broke when being hammered, the tube had somewhat welded to the screw head so a hammer was used to remove, the handle broke during hammering.